Manufacturer narrative:
The following fields contain changed information: a review of the manufacturing records for all four devices implanted on (B)(6) 2016 verified that all four lots met all pre-release specifications the following additional information regarding the event and patient outcome were obtained via follow-up communication with the physician: the physician indicated: ¿the thrombus was only situated in the crural arteries (ata and atp). There was no thrombus within the device or within the vessel lumen and there was no complete occlusion of the device or within the vessel lumen. Imaging was done with duplex ultrasound.¿ the physician reported that the patient was doing quite well after discharge. However, the patient suffered from a pulmonary disease which caused respiratory insufficiency and the patient expired on (B)(6) 2016. Based on the additional information received from the physician, the initial manufacturer¿s 30-day report is being retracted. There is no information to suggest that the devices described in this report caused or contributed to patient death, serious injury, or reportable malfunction. The physician has confirmed the event did not occur within the device and did not occur in the area treated with gore devices.

Manufacturer narrative:
Upon further investigation, it has been determined that the event described in the manufacturer¿s initial 30-day and follow-up (1) reports will be reported as a serious injury and will not be retracted as previously indicated in the follow-up (1) report.

Manufacturer narrative:
Gore® excluder® aaa endoprosthesis / rlt351418 / lot# 14415167 / (B)(4). The device remains implanted. Therefore, a direct product analysis could not be performed. Device identification records were not available at the time of the initial report and a review of the manufacturing records is ongoing.the instructions for use for gore® excluder® aaa endoprosthesis include the following warning among others: ¿adverse events that may occur and / or require intervention include, but are not limited to: arterial or venous thrombosis and / or pseudoaneurysm¿.additional devices implanted on (B)(6) 2016:gore® excluder® aaa endoprosthesis / plc181400 / lot# 14141478 / (B)(4). Gore® excluder® aaa endoprosthesis / pxc141400 / lot# 14544830 / (B)(4). Gore® excluder® aaa endoprosthesis / plc181200 / lot#14547795 / (B)(4).

Event description:
It was reported that on (B)(6) 2016, a patient underwent repair of an abdominal aortic aneurysm and four gore excluder aaa endoprostheses were used. Subsequently on (B)(6) 2016, the patient experienced an arterial crural thrombosis of the left leg and underwent a thrombectomy.